Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer. Medwatch fields d9 and h3 were updated.

Manufacturer narrative:
The customer's meter was requested for investigation and a replacement meter was sent to the customer.

Event description:
The initial reporter stated there was an issue with the display of the coaguchek xs meter serial number (B)(4). The display of the meter was faded and results in the results field could barely be read. The meter batteries were changed and a display check was performed. Three 8s were seen in the results field of the display. The results field was difficult to read and was fading.